Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on june 3, 2021, they met with the patient.  The patient was stating that they were feeling stimulation even though the stimulation was set to off.  The rep confirmed that the stimulation was off using the patient's new controller and their tablet.  The rep noticed the new controller was not bonded to the implant, so they helped the patient bond the controller with the implant.  Impedances were checked and were found to be within the normal range (900 ohms).  Troubleshooting was not required, but the issue of the patient feeling stimulation when the device was off was not resolved. 2021-jun-07rep reported that the cause was not known . They turned the ma to zero and turned off the ipg. Patient still stating she was feeling the scs. The issue was not resolved. The pa told the patient to let the battery die, and don¿t use it. Rep explained that everything was turned off so not sure the ipg will die.